Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they do not perform centrifugation on urine samples before testing. The ccc specialist instructed the customer to centrifuge the urine samples in future. A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the integrated multi-sensor technology (imt) probe and imt mixer and cleaned the drain of the imt probe and the aliquot drain. The cause of the discordant, falsely low ecrea result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic creatinine (ecrea) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported to the physicians. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.